Manufacturer narrative:
The hill-rom technician found the gear rack was broken. The instruction guide, 7en140102-04, states under care and maintenance; for safe and troublefree operation, a few routine procedures should be performed every day the lift is used. Test the operation of raising and lowering and the base-width adjustment function. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Although hill-rom has provided the account a quote to repair the lift, the account has at the time of this report not decided if they will proceed with the repair. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the left leg of the golvo mobile lift came out of the base due to there being no hard stop in the middle beam/base. The patient fell and sustained bruising. No serious injury was sustained by the patient. The lift was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).